Event description:
It was reported to medtronic minimed that the customer experienced occluded, keypad/button unresponsive/button error, no delivery/occlusion alarm, back light anomaly. The customer reported no adverse event. The event involved product(s) mmt-342, mmt-1884l, mmt-442ag. The customer reported a backlight anomaly. The customer reported an insulin flow blocked alarm. The customer reported a keypad anomaly and/or stuck button alarm. No harm requiring medical intervention was reported. Mmt-342 was requested, and the customer response was the device will be returned. No product return is required for mmt-1884l. Mmt-442ag was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. In the display option menu, the brightness levels 1 through 5 were working properly. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. The keypad overlay was removed to perform visual inspection and found no physical or moisture damage. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any alarms that may have occurred in the past or during the complaint call. During download history review no relevant alarms confirm in download history files to confirm complain code. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. P-cap locked in place properly during testing. The following were noted during visual inspection: scratched case. In conclusion, customer concerns for keypad anomaly, back light anomaly and insulin flow blocked alarm were not confirmed. Keypad/buttons functioned properly during analysis and passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.